Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The defibrillator active can impedance rises from an approximate baseline of 60 ohms to greater than 140 ohms on (B)(6) 2013. Analysis ofthe device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013.

Event description:
It was reported that a few days post implant, an alert was triggered for high impedance on the right ventricular (rv) lead coil. The rv coil impedance was also noted to be varying. The rv tip to rv coil showed artifact as well. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185 competitor implantable tachy lead (B)(6) 2004; 4470 competitor implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.